Manufacturer narrative:
A field service engineer (fse) was dispatched to the user facility to evaluate the device. The user¿s complaint was confirmed. The fse found 2 connector issues. The fse replaced the connectors. The software attributes have been verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. The equipment was repaired and fully operational. A supplemental will be submitted if new information becomes available.

Event description:
The user facility reported that the gray scope connector is broken. The oer-pro was not used to reprocess any scopes once the broken connector was found. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. The connector should be fixed firmly . The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the user added rotating stress toward loosen direction of the connector. And the stress may have been accumulated, which led to the breakage of the connector, and disturbed the liquid (such as detergent, disinfectant, and so on) from getting through the tube.